Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: unknown, the information was not provided. If explanted, give date: n/a (not applicable). There was no indication that the lens was explanted. (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no non-conformance report (ncr) associated to this production order. The product was manufactured and released according to specification. Historical data analysis: a search on the complaint history performed on august 23, 2018 revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of noticing stress fractures on the injector of the pcb00 monofocal intraocular lens (iol). The cartridge tip cracked as the lens passed through the distal end of the device. It was indicated that the pcboo model has been with power down to the low 20s, so not limited to high power and that the doctor has saved the device to return that has been observed to have pronounced crack on it. The doctor indicated that he has frequently seen stress lines as the lens passes through the narrow area of the device, but this is the first time he noticed the frank crack. It was reported that there was no injury, and that the patient is doing fine post-surgery. There was no incision enlargement, no vitrectomy and no medical or surgical interventions required. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).